Manufacturer narrative:
Medical and technical evaluation concluded mechanical overloading of the implant caused by patient condition. Material analysis could not be done. No product returned.

Event description:
Implant fracture.

Event description:
Implant fracture.